Event description:
It was reported that during an unknown procedure, the device "misfired" on first firing. They continued to use this same device and this device was successfully fired "a few more times." The scrub nurse noted the tip of device would not close all the way and a section of the staples were still in reload upon inspection. It is unknown which reloads were used, unknown if buttressing material was used, and unknown how case was completed. No additional information is available. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that the ple60a device was received with the anvil bent upwards and with an ecr60w cartridge reload present; it was noted to be fully fired. In order to verify the condition of the internal components of the reload it was disassembled and the reload was noted to have the deck damaged. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. No further functional test could be performed due to the condition of the anvil; however, a dry fire was performed in order to verify the firing mechanism. It is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. Event could not be confirmed as the device closed and opened without any difficulties noted. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.